Event description:
It was reported that during scroll compressor output test, the cardiosave intra-aortic balloon pump (iabp) had a defective temperature sensor. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The temperature sensor probe was replaced and the issue was resolved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a defective temperature sensor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.